Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. Additional: unopened samples of product code vc2973, lot # maz367 were returned for analysis. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no breakage needle were found.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and not available: what was the name of the procedure? What tissue layer was the needle used in? Were x-rays performed to localize the needle fragment? Were the needle piece(s) retrieved during the same procedure? Was additional tissue incision required to retrieve the needle? What is the current condition of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. The tip of the needle broke while suturing. Happened during the last stitches, had to open, irrigate thoroughly and sew again. No adverse patient consequence